Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a lap procedure, the scopes would fall out of focus when used vertically but would stay in focus when used horizontally. It was further reported that all 4 scopes were used on a patient during surgery and due to the scopes losing focus the surgery had to be converted to an open procedure in the abdomen area.

Event description:
Some of conmed neotrode ii neonatal/pediatric ECG electrodes have failed out of the packaging. Over a month period our facility has reported 36 failures on 9 different lot numbers and manufacturing dates. The staff are reporting poor ECG signals or no signal and lots of artifact. The problem was identified by doing an x-ray of some of the electrodes and our clinical engineering staff using their meters to perform continuity tests. Defective electrodes can't be identified visually. Failure point of the electrode is where the patch is connected to wire, a failure to bond or weld correctly. In talking to conmed about this problem, they informed us they have researched this problem and have determined that the failure is due to a malfunction of a machine that assembles these electrodes. We were informed the machine was repaired and is functioning properly. Product manufactured before 05/03/2010 could be problematic, which is consistent with our findings of multiple lot number and manufacturer dates. The manufacturer is in process of replacing problematic product. The affected product was returned to conmed. All product was returned and all lot numbers. Our facility has return a total of 13 unopened cases, and around 7 open cases of product that was pulled back from departments when new product was delivered here at our facility. Conmed is process of replacing all stock at all 9 hospitals in our corporation.====================== health professional's impression======================multiple failures, lots of frustation from staff, before finding product that would work correctly. Sometime opening six packages before find a good set of ECG lead wires.====================== manufacturer response for neonatal / pediatric ECG electrode set, neotrode ii======================conmed has investigated the recent situation (based on recent complaints) and has detemined that there is no reason(from a quality /safety perspective) to have product returned from the field. The situation appears to be intermittent and infrequent(with no risk to the patient and or/ clinicians). We have performed all of the necessary steps to ensure that we are providing the most appropriate response (in regards to federal requirements and regulations). As a proactive step to ensure performance of our products, we implemented additional tests and inspections throughout the manufacturing process (implemented in early may).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information: the patient tests her blood glucose three times a day and self manages her diabetes with insulin (self adjuster). The patient confirmed that the alleged issue began on (B) (6) 2010 at 8:36am when she obtained a blood glucose result of ¿226 mg/dl¿ with the subject meter. In response to the alleged issue, the patient corrected the previous report and clarified that she immediately self administered 45 units of her 70/30 insulin. At approximately 9:30am the patient claimed she felt dizzy, shaky and had dry mouth (symptoms which she associated with as having low blood glucose). The patient indicated she administered self treatment by consuming orange juice. Two hours after the alleged issue began, the patient stated she retested with another meter and obtained a blood glucose result of ¿98 mg/dl¿. At the time of troubleshooting, the cca noted that the blood glucose result was from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed testing with no faults found. In addition, a meter DHR was requested and reviewed, and no faults were found. If any additional information is available, the FDA will be notified in a third follow up report. At this time, we consider this matter closed.